Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia and passed out on (B)(6) 2020. The customer¿s blood glucose level was unknown at time of incident. The customer was assisted with troubleshooting. The customer experienced food poison or infection. The customer was treated with strong antibiotics or intravenous fluid. The insulin pump buttons were not responding after replacing battery. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, self test and a21 error test. All operating currents are within specification. Off no power alarm functions properly. Device was unable to prime during prime/a33 test and alarmed motor error during basic occlusion test due to faulty force sensor resistor. The motor was tested outside of the unit and passed. Unable to perform the occlusion test, excessive no delivery test and the delivery accuracy test due to prime anomaly. Device had intermittent button response on the esc and act buttons due to corroded keypad traces. No button error alarm noted. During visual inspection, the j2 keypad connector on the lcd/b was found locked properly. Device uploaded properly using carelink. Device had cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.